Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(4)) displayed an alert (red led) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The autopulse platform shows an alert (red led) whenever an error or fault condition exists for the platform. The root cause for the customer's reported ua07 error message was defective load cells. The cracked cover and a defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a vertical crack on the screw well area of the front enclosure, likely attributed to user mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data indicated several ua07 error messages on the customer reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The load cell characterization test revealed that load cell #2 was defective (exceeded the parameters) and needed to be replaced to address the ua07 error. Upon further testing, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to regular use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed an alert (red led) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.